Manufacturer narrative:
(B)(4). The sample was unavailable for further investigation. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 3 involved in this event. It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during fill. The cause of the alarm was unknown. The patient experienced three system error 2240 alarms within a three day period and after failing to troubleshoot, a swap was arranged for the machine. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.